Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory telemetry was able to be established and the field allegation was not able to be confirmed by testing.

Event description:
Boston scientific received information that prior to implant the field representative was able to establish telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD), however when attempting to enter the patient data a message regarding loss of telemetry was observed. After this the field representative was unable to reconnect to the device to telemetry. The s-ICD was never in service or attempted to be implanted and was returned for analysis.